Event description:
Blood glucose levels ranging from 20-515. My glucose levels were all over the board, and I had changed nothing about my daily life or medication. I was changing my insulin infusion set almost daily, and sometimes more than once a day because I thought my body was rejecting the sites, or the sites were going "bad". I was notified 07/13/09 by medtronic minimed recalling their quick set infusion sets lot 8 because of problems with the venting, causing too much and/or too little insulin to be delivered. My blood sugars began jumping around when I started using the new box of infusion sets I received, which were lot 8. Dose or amount: 10/box. Frequency: 1 every 2-3 days. Dates of use: 2009. Diagnosis or reason for use: type 1 diabetes. Quick set infusion sets, medtronic minimed, started therapy back in 2001.